Manufacturer narrative:
The reported issue was able to be verified and able to be duplicated. The issue was due to the faulty system board but the root cause is unable to be determined. No repairs were made to the device due to the system board being obsolete. The customer was advised to remove the device from service.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.